Manufacturer narrative:
(B)(4). Date of initial report : (B)(6) 2016. The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the device did not seal the patient's tissue. The activation tone was heard, but it was not confirmed if an end tone was heard. There was no bleeding or injury and a new device was used to complete the procedure.